Manufacturer narrative:
(B)(4). Batch # m55e5c. The analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found inside of a plastic bag. The device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Picture provided was reviewed and a revised detail of the picture showed that the issue reported is consistent with analysis findings of the returned device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the nurse could not insert a cartridge into the jaws. Then she found that there were two metal pieces at the proximal segment in the jaws preventing the cartridge to be loaded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.